Event description:
It was reported that the patient has experienced severe visual disturbance following implantation of the intraocular lens. Reportedly, the patient is unhappy with his intermediate vision. The lens remains implanted at the time of the report.

Manufacturer narrative:
The exact event date is unknown. Only the year of 2008 was provided. (B)(6). Intraocular lens . The intraocular lens remains implanted. Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.